Event description:
The tip of the forcep is broken off. It wasn't able to grip.

Manufacturer narrative:
Evaluation summary: the reported event that easy clip forceps have a breakage could be confirmed. Based on investigation, the root cause of the determined breakage was attributed to a user related issue. The easy clip forceps breakage was caused by user mistreatment. After inspection of the device, the failure mode is confirmed: the forceps is broken and is not functional anymore. The inspection revealed that the tips are broken but we cannot see secondary damage due to fatigue; these forceps have probably suffered a choc or a trauma (eg: a fall on the ground). In the maintenance guide of the instrumentation (l24002000-en rev l reprocessing guide), it is specified that "stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device." [Original statement - page 8] moreover, one of the end of life criterion is when there are "deformed functional surfaces (e.g. Teeth and locking mechanism)" [original statement - page 24]. As the device was manufactured almost 2 years ago, and the breakage is most likely user related, we can conclude that these forceps have reached the end of serviceable life; therefore no credit note will be provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The tip of the forcep is broken off. It wasn't able to grip.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.